Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR reports: 1627487-2021-01136, 1627487-2021-01138 and 1627487-2021-01139. It was reported the patient's scs system was explanted in (B)(6) of 2020 due to two of the leads in the upper back and neck area migrating down and ¿working their way out¿, no longer providing effective therapy. In addition, the leads implanted on the mid to lower back developed too much scar tissue and they could no longer be ¿controlled¿.